Event description:
The pt's father reported that the buttons were slow to respond on the keypad. The "up" "down" and "ok" buttons were intermittently responding on the keypad. Additionally, the "down" and "ok" buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusion can be made at this time.